Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Patient included in the fsn. On march14th of 2023, the battery impedance was 1.98 kohms, and the inflection point has been reached. The pacemaker replacement was performed on 23rd of march 2023.